Event description:
Customer reported her insulin pump was alarming button error. She was advised of the possible causes of the alarm. Her blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. She was on vacation at the time and she said she would call back later after deciding what to do. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to corroded keypad trace. No button error alarm noted. The insulin pump has cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).